Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the tibial articular surface provisional was noticed broken after sterilization. No patient involvement.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was discovered fractured during instrument inspection; prior to sterilization process.

Manufacturer narrative:
Upon further review, this complaint was found to be a duplicate complaint. Manufacturing report number 0001825034-2017-01639 will be voided as this event was reported under manufacturing report number 0001825034-2017-01785.